Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation of the s1 lead. Diagnostics revealed high impedances on the s1 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the s1 lead was explanted and replaced. During the procedure the l4 lead was pulled out and therefore was replaced to address the issue.